Manufacturer narrative:
This report was initially submitted following notification that a customer in the (B)(6) reported the occurrence of potential false negative results in association with the bact/alert® 3d system. On-site troubleshooting and investigation by the field service engineer (fse) determined the internal ups (uninterruptable power supply) battery failed. The fse replaced the battery, confirmed operation, and returned the system to the customer for routine use. In addition, it was identified that the ups is recommended for replacement every two years; the battery in question had not been replaced for three years. A label was applied to the instrument chassis indicating the due date of the next required battery replacement.

Event description:
A customer in the (B)(6) reported to biomérieux a product problem in association with bact/alert® control module pkgd 3d. On (B)(6) 2016 the staff in the bacterial screening lab in (B)(6) noticed that the controller unit on system c had gone blank, although the incubators could still be heard agitating. On (B)(6) the customer identified that there were data gaps in the records. This exposed a risk that the initial negative result observed in the data manager on (B)(6) was not a real negative result - and thus there was a lower confidence in the bacterial status of all the platelets that were under test in this system. The customer reported the incident to the medicines & healthcare products regulatory agency mhra through sabre - serious adverse blood reactions and events (on line reporting system). The file number is sabre ref. 2016/012/030/hv1/002. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation has been initiated and a 3d backup has been requested.